Event description:
It was reported that the external pulse generator (epg) was returned and the service department found no anomalies with the device. The epg was used on the patient and the physician found sensing issue with the device. The patient¿s heart rate was 70 beats per minutes (bpm), but the physician adjusted the sensing to the lowest and the device was still pacing at 60 pulses per minute (ppm). The device was returned again for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was analyzed and passed functional testing. (B)(4).